Event description:
On (B)(6) 2019, a (B)(6) year old female admitted for aortic valve replacement and ascending aortic graft placement for aneurysm with plastic valve stabilizer/holder inadvertently left in place. Injury was a retained foreign body after a bentall procedure with ascending aortic replacement leading to return to surgery for removal of foreign body requiring cardiopulmonary bypass and transesophageal echocardiography. We feel there is a risk of using a non-radiopaque valve during a bentall procedure. For further information, you may contact (B)(6), vp of surgery services or (B)(6), cardiothoracic and endovascular manager, for further details.